Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part and lot number were not reported, and the device was not returned. Reportedly, force was used. Per the instructions for use, do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined . Factors that contribute to difficult to advance the guide wire, include, but not limited to, patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated. D4- the UDI is not known as the part and lot number were not provided. H6 - medical device problem code 2017 clarifier: excessive force. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported as a general comment from japan affiliate that closure of an unspecified access site was attempted with prostyle device after an unspecified procedure. Reportedly, the wire did not cross the device smoothly. The guide wire was then forcibly crossed through from the stiff rear part. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided